Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer called the intuitive technical support engineer (tse) and stated that there was an m-02 error. The site could not get the erbe to work, so they used a third-party electrosurgical unit (esu) for the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse viewed error logs and saw various m-02 errors. Therefore, they replaced the erbe. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed by failure analysis.